Event description:
A malfunction on the pump was reported by the caller. It was unknown if this issue had any impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised they could continue using the pump and to contact support if the issue reappeared. Additionally, an email was sent with updates and potential mitigations, which the caller acknowledged and understood.